Manufacturer narrative:
Based on the current information provided, the customer reported failure mode and intra-operative can be attributed to use-error. The reported stoppage of the staple fire and subsequent vessel bleeding is attributed to the firing of a stapler reload over a previously placed clip. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A follow-up MDR will be submitted if additional information is received. The system logs for this procedure were reviewed and no relevant errors were observed other than the reported ¿tissue too thick to continue¿ error. A log review of the sureform 45 curved-tip stapler instrument used in this reported event was performed by an isi senior failure analysis engineer and the following information was provided: the logs show that the sureform 45 curved-tip stapler instrument fired 5 stapler reloads (blue - white - white - green - white). The 5th firing (a white reload) resulted in a ¿tissue too thick to continue¿ firing failure at 49% completion. This firing paused multiple times prior to failing. There were no incomplete clamps in the procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a sureform 45 curved-tip stapler instrument used in conjunction with a white stapler reload failed to complete its firing due to the previously placed clip acting as an obstruction. This event resulted in bleeding, a conversion to open surgery to control the bleeding, and the use of a cell saver in anticipation for the administration of blood transfusion(s).

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, a sureform 45 curved-tip stapler instrument was clamped onto a vascular branch with a white sureform 45 reload when a ¿tissue too thick to continue¿ message was generated. No additional information was provided at the time the initial complaint was received other than an indication that the robotic procedure was aborted and a cell saver was brought into the room. On 21-may-2021 intuitive surgical, inc. (Isi) followed-up with the reporter and obtained the following additional information: the surgeon used a da vinci large clip applier instrument to apply a hem-o-lok clip on the pulmonary artery before a sureform 45 curved-tip stapler instrument was used to clamp onto a portion of the pulmonary artery with a white sureform 45 reload. The surgeon did not realize that he had clamped and fired the stapler onto the previously placed clip, which resulted in a ¿tissue too thick¿ message, and a stoppage of the stapler reload fire. The surgeon unclamped the stapler instrument and realized that it was clamped onto the clip during the firing event. The pulmonary artery started to bleed, and the procedure was converted to open to control the bleeding. It is unknown how much blood was lost or how the bleeding was controlled after converting to open. It was reported that a cell saver machine was brought into the room to preserve the patient¿s blood to be transfused later. The surgeon reported that this event was caused by operator error and not an equipment failure.